Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the patient underwent stenting of the mid lad with a xience stent in early 2007. Approximately 10 months later, in 2008, the patient experienced worsening symptoms of exertional angina and shortness of breath. An elective heart catheterization/angiography was performed the following month which revealed >= 70% and <100% restenosis within the mid lad. Ptca of the mid lad was performed with a competitor's des. No additional event or patient information is available.

Manufacturer narrative:
.